Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, foreign material in the air water cylinder was identified during the device evaluation . Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the communication error b30 could not be determined and the cause for foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed a communication b30 error when connected to the processor. This issue occurred during inspection for use. There were no reports of patient involvement.